Event description:
It was reported that pump displayed continuous glucose monitor error 42 with a g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, error did not recur after reset, and customer successfully started new sensor session.